Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was admitted into the emergency room (ER) and was subsequently admitted into the hospital with a blood glucose (bg) level of 500 mg/dl and diabetic ketoacidosis. Customer attempted to address the elevated (bg) via manual insulin injection. Customer declined further troubleshooting from tandem technical support. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.